Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced an arrhythmic event, "vibration and buzzing and hearing sounds" and "it must be in the lead", "maybe I pulled it loose". The implantable pulse generator (ipg) "wouldn't hold a battery charge and wouldn't sent transmission". The ipg and right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.